Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 05/22/2012, belt 01/20/2017.

Event description:
A us distributor contacted zoll to report that a patient passed away at home while wearing the lifevest on (B)(6) 2021. Review of the patient's download data indicates the patient received eight inappropriate treatments in response to svt on the date of passing. The patient was in svt at 150 bpm at 21:43:26. The response buttons were pressed for one second at 21:43:41 and at 21:44:32. The response buttons were pressed earlier in the detection sequence but not immediately prior to delivery of the first treatment. The patient received the first and second inappropriate treatments at 21:46:11 and 21:46:38. The patient's rhythms at the time of treatment and post-shock rhythms were svt at 160 bpm. The patient received the third inappropriate treatment at 21:47:05. The patient's rhythm at the time of treatment was svt at 160 bpm. The patient's post-shock rhythm was svt at 160 bpm with pvc's. The response buttons were pressed for one second at 21:47:12 following delivery of the third treatment. The patient received the fourth inappropriate treatment at 21:48:47. The patient's rhythm at the time of treatment and post-shock rhythm were svt at 160 bpm. The patient received the fifth inappropriate treatment at 21:49:11. The patient's rhythm at the time of treatment was svt at 160 bpm. The patient's post-shock rhythm was svt at 150 bpm. The patient received the sixth inappropriate treatment at 21:49:43. The patient's rhythm at the time of treatment and post-shock rhythm were svt at 150 bpm. The patient received the seventh inappropriate treatment at 21:50:10. The patient's rhythm at the time of treatment was svt at 150 bpm. The patient's post-shock rhythm was svt at 150 bpm with motion artifact. The patient received the eighth inappropriate treatment at 21:50:39. The patient's rhythm at the time of treatment and post-shock rhythm were svt at 150 bpm. The patient's rhythm degraded to asystole with intermittent cardiac activity and CPR/motion artifact at 22:01:04. The electrode belt was disconnected at 22:02:40. It was not reported who disconnected the electrode belt.